Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb), breath delivery (bdu) pcb and gui to bd cable assembly. The device passed all the required testing.

Event description:
It was reported that the 840 ventilator display was unresponsive. There was no patient connected to the device.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb), breath delivery (bd) pcb and gui to bd cable were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found on the gui pcb and bd pcb. The gui to bd cable had slight indentation on the outer insulation. The returned components were installed into a test ventilator for analysis and the ventilator failed the power on self-test. When the returned cable was manipulated communication was restored between the bd and gui. An investigation was performed and the product analysis technician reported that no fault was found on the gui pcb and bd pcb. The gui to bd cable reported issue was verified and isolated to expected wear; the most likely cause is excessive flexing or sharp bending of the cable overtime. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.